Event description:
Philips received a complaint from the customer, reporting that the device's oxygen hoses were damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device's oxygen hoses were damaged. It was reported that no malfunction was being alleged for the v60 ventilator. The rse provided the customer with the part numbers for replacement. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and the customer clarified that the hose pipe on the back of the device had a hole, that may have caused leakage. The customer is awaiting the shipment of the replacement hoses. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.